Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 15-mar-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding a drug infusion device. The drug being delivered was baclofen (unknown) with an unknown dose and concentration. The reason for use was intractable spasticity and multiple sclerosis. It was reported that the patient had her pump removed in (B)(6) 2018 due to an infection. The infection was diagnosed early (B)(6) 2018, but they did not know the source of the infection. The infection was confirmed. Interventions consisted of both IV and oral antibiotics, and the total system explant. She had a seroma around the pump site and the site just got bigger and bigger, more swollen. On (B)(6) 2018, they took the pump and catheter out. The pump therapy was working well for her when it was implanted but she was very sick. She had a blood patch done for spinal headaches, nausea, and vomiting. The doctors did not think her sickness was caused by the pump. The infection was resolved. There were no further complications reported/anticipated.